Manufacturer narrative:
The country code was corrected in 8020893-1998-0002. The psol pcb was never returned by the rptr after several attempts to get the part back. Similar complaints were received in two other instances. The parts from these complaints were returned for eval and on each board hairline cracks were found on capacitor c122. Corrective action (co 123633) has been implemented. The new revision of the psol pcb has been implemented in mfg.

Event description:
The product complaint report shows the customer alleged there was no alarm sound on a 740 ventilator. Little additional info has been available. The distributor is sending the part replaced back to the MFR for evaluation. It is not verified that the unit had no alarm sound, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.